Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient's spouse that the patient can't stay awake, does not feel well, is confused all the time and can't function to go back to work. Each time that the patient goes in for a device check, they are told that the device needs to be adjusted. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.